Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had several motor errors and the clock fell behind customer's blood glucose level was unknown at the time of incident. Customer stated that reservoir area had cracks, had unexplained no delivery alarms, rewound was slower, plastic chipped off when changing reservoir and the insulin pump freezed. The insulin pump will not be returned for analysis.